Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher adc device scan result of 323 mg/dl compared to a blood glucose reading of 46 mg/dl obtained on a competitor brand meter device, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced dizziness and was able to self-treat however, treatment details were unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.